Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported problem was communication failure due to a cable failure. The likely cause of the cable failure could not be determined. As a preventive measure for cable damage, the instructions for use contain the following statements: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." ·"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." ·"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." ·"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " ·"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additionally, a rear cover label was noted faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.